Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with episodes of post-paced t-wave oversensing on the ventricular lead via merlin.net. Oversensing was noted on a stored egm. Programming changes and dft were recommended. No further information is available.

Event description:
New information received indicates that the patient presented in clinic during follow-up. Recommended programming changes were made.